Manufacturer narrative:
Additional, changed, and/or corrected data: a2 a3a a4 a6 b5 d1 d4 g1 h6 continued a6 race: white.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the full abdomen on (B)(6) 2021 using the cooladvantage system applicators, who developed paradoxical hyperplasia (ph) after treatment.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
A treatment provider reported that a patient treated with coolsculpting treatment may have developed paradoxical adipose hyperplasia (pah).